Manufacturer narrative:
G4:25jan2021. B4:26jan2021. This issue was found during maintenance by the hospital's engineer. A field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse found that the central processing unit (cpu) is not communicating with the data acquisition printed circuit board assembly or the gas delivery system (gds). The da pcba to mc pcba cable has one of the broken connector. The fse determined that the gds assembly and the da pcba to mc pcba cable is required replacement to resolve the issue. The fse replaced the gds assembly and the da pcba to mc pcba cable to resolve the issue. After the repair, the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24apr2021; b4:27apr2021. The gas delivery system (gds) assembly and ,and data cable were received for failure investigation. Visual inspection of the gds, noted burnt parts on the daq board. Visual inspection of the data cable, noted cable backing is missing. A failure investigation (fi) technician installed the gds into a fi ventilator to duplicate the reported issue. All the visibly damaged components are powered by the 3.3v power supply. Given the condition of the data cable, the fi technician concluded that the damage was caused by use of a defective cable. The customer complaint was verified with root cause being use of a defective cable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021

Event description:
It was reported to philips that the device had an error code (machine and proximal pressure sensors failed). The device was not in clinical use at the time of the event. There was no report of patient or user harm. A field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse found that the cpu is not communicating with the da pcba or the gds. The da pcba to mc pcba cable has one of the broken connector. The fse determined that the gds assembly and the da pcba to mc pcba cable required replacement to resolve the issue.